Event description:
An impella cp device was inserted via the right femoral artery in a 46-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c. The patient¿s comorbidities were unknown. A hematoma developed at the access site and resolved after manual compression. Care was later withdrawn, and the patient expired. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. It was resolved with standard intervention. The death is most likely attributable to the severity of the underlying ami/cgs and hemodynamic decline associated with scai shock stage c.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.